Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's therapy pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u7.

Event description:
The customer contacted physio-control to report that they were using the device on a patient in cardiac arrest and it would not display the ECG through the paddles lead. As a result, the device would be unable to provide defibrillation therapy in AED mode, if it was needed. The user(s) switched to a 4-lead patient ECG cable to continue to monitor the patient. The patient regained a pulse while en route to the hospital. The patient later expired at the hospital. Physio-control has made multiple attempts to contact the customer to request additional information on the patient and the event; however, no response has been received from the customer.

Manufacturer narrative:
The initial medwatch report indicates: event date ¿ (B)(6) 2018. The initial medwatch report should indicate: event date ¿ (B)(6) 2018. The initial medwatch report indicates: (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's therapy pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u7. The initial medwatch report should indicate: (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's therapy pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u15.

Event description:
The customer contacted physio-control to report that they were using the device on a patient in cardiac arrest and it would not display the ECG through the paddles lead. As a result, the device would be unable to provide defibrillation therapy in AED mode, if it was needed. The user(s) switched to a 4-lead patient ECG cable to continue to monitor the patient. The patient regained a pulse while en route to the hospital. The patient later expired at the hospital. Physio-control has made multiple attempts to contact the customer to request additional information on the patient and the event; however, no response has been received from the customer.